Event description:
This report is to advise of an event observed during analysis confirming a fracture.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had a multiple bent in shaft. The had been bent and fractured 3.2 inches proximal to the distal tip, just distal to electrode ring 3. The shaft material and the internal tubing and wires within the shaft had been fractured at this location. Abbott is performing further investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.